Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The technical service representative (tsr) assisted the home patient (hp) to check all of her lines and bags for any leaks or any other problems. The hp stated that the line up on the organizer has the clamp open and she doesn't use that line. The tsr explained the alarm and assisted the hp to cycle power. The hp stated she is just too tired to start over tonight and would do her therapy in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that the issue was resolved, she started over with new supplies and was able to continue therapy with no problems the next morning. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.